Manufacturer narrative:
At the time of reporting, the firm is not aware of any lab cultures or other tests pointing toward infection or other reasons for the surgical wound dehiscence. There are no reports of external trauma. Failure to heal is a known inherent risk of surgical procedure.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. After implant, the surgical wound failed to properly heal, and the patient was seen for wound dehiscence. On 29aug2023 the patient underwent a surgical procedure to move the implanted leads and close the surgical wound from the original procedure.